Event description:
It was reported that during implant a perforation occurred along with cardiac tamponade and effusion. The patient went into cardiac arrest, was resuscitated and the perforation was repaired in open heart surgery. The lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.